Event description:
It was reported by service report that the side rails are not locking into place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - spring spacer.